Manufacturer narrative:
Received 1 used foley catheter only for evaluation. The reported event was confirmed with an unknown cause. The visual inspection noted a vertical balloon burst away from the inflation lumen. No pieces of the sac were missing. During the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found in the dimensional evaluation: eye snip length: 2/32¿; inflation lumen coverage: 8 thou; balloon thickness: 23 thou; burst initiated from bottom collar of sac: 1.5cm. Per the tactile evaluation, the balloon thickness measured 23 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured and the foley fell out of the patient. It was later reported that the balloon burst was unconfirmed, and that the balloon was found deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured and the foley fell out of the patient. It was later reported that the balloon burst was unconfirmed, and that the balloon was found deflated.